Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 28 synergy&#10244;rug-eluting stent was advanced but failed to cross the target lesion. The device was removed from the patient's body and it was noted that the stent struts were standing up. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the seven most proximal stent rows were damaged and several stent struts were raised outwards distally from the balloon. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube and outer were kinked at several locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the target lesion. The device was removed from the patient's body and it was noted that the stent struts were standing up. No patient complications were reported and the patient's status was stable.